Event description:
Per the clinic, the patient experienced intermittencies with device use after a fall from the bed. An x-ray (date not reported) confirmed dislodgement of the internal magnet. It is unknown if there are plans to exchange the internal magnet as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.